Manufacturer narrative:
Device evaluation ased on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: no observed rupture on the device. ¿ crease/folding of implant: crease fold observed on the device. Additional observations: ¿ deformation device observed on the device.

Event description:
Healthcare professional reported "any creases associated with hole".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV" and "any creases". Device has been explanted.